Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the customer complains that the catheters dont seal when screwed together. They feel that the material of the sealing ring is brittle and is damaged when the catheter is screwed together. I have two examples that show that the rings are torn. There was no harm to the patients."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the customer complains that the catheters dont sealed when screwed together. They feel that the material of the sealing ring is brittle and is damaged when the catheter is screwed together. I have two examples that show that the rings are torn. There was no harm to the patients."